Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Event description:
Patient implant on (B)(6) 2005 of a 25-16-155bl bifurcated device. A five year post operation follow up revealed a proximal type I endoleak. On (B)(6) 2010, the patient was treated with a 34mm aortic extension, correcting the endoleak.